Manufacturer narrative:
Unique identifier (UDI) # (B)(4). The alarm trace showed sample clot errors near the time the samples were processed. The calibration recovery showed calibration alarms, indicating calibration was not within specification. Qc was within specification. There was no indication for a performance issue of the reagent. The field service representative found that the main pump was the issue. He adjusted the main pump. He also inspected and performed system and precision checks, which were within roche's specification. Calibration, qc and patient correlation results were within specification after the service was performed. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable urea nitrogen results for 4 patient samples on a cobas 8000 c702 module. Patient 1: the initial result was 52 mg/dl and the repeated result was 27 mg/dl. Patient 2: the initial result was 50 mg/dl and the repeated result was 26 mg/dl. Patient 3: the initial result was 56 mg/dl and the repeated result was 30 mg/dl. Patient 4: the initial result was 162 mg/dl and the repeated result was 90 mg/dl (diluted). All of the initial results were reported outside of the laboratory and corrected reports were made. The repeated results were believed to be correct and they were obtained on a different cobas c702 module in the same laboratory. The reagent lot number is 51320601 with an expiration date of 31-jul-2021.